Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging that some of her blood glucose readings were marked as control tests. She also mentioned that she had obtained inaccurate high readings on her one touch verio iq meter compared to another verio iq meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on the morning of (B)(6) 2012 she tested on her one touch verio iq meter and obtained a 224 mg/dl. She then tested less than 30 minutes later on another one touch verio iq meter and obtained a 153 mg/dl. The patient denied exhibiting any symptoms due to the alleged inaccuracy. Due to the alleged inaccuracy the patient self-treated with an increase dosage of insulin. The patient did not seek any further medical attention. The test strips were in good condition and not expired. A quality control test was done and the test strips passed using the control test. The technique of applying blood on the test strip was correct. The products were replaced and requested back for investigation. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms and increase of insulin correlated with her meter reading of 224 mg/dl. The agent walked the patient through a test and the alleged allegation of all blood glucose readings were marked as control tests was resolved over the phone. The complaint is being reported since the meter to other meter comparison is greater than 30% or 30 mg/dl.

Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.